Event description:
It was reported that the pt had fluid build up around the pump 6-8 months prior to calling the manufacturer. The fluid was palpable, but not visible. Seven months prior to the report, an alarm was heard and the pt's pump was refilled. Six months prior to report, the physician removed one half cup of fluid. The hcp told the pt the fluid was water or cerebrospinal fluid. The pt felt 'weird' for a month prior to her refill on 04/25/2008. Her muscles were tight, but not too tight, and she felt nervous. An x-ray was taken (date not reported) and no problem was found. There were no volume discrepancies. The pt underwent catheter revision surgery in 2008. Half of the catheter was replaced because a 'knot' was found. The pt was admitted to the hospital. A magnetic resonance imaging had been ordered by the hcp (reason not reported). The device system was used to deliver lioresal. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.